Event description:
The manufacturer received information alleging a ventilator failed the flow verification test. There was no harm or injury reported. The device¿s software was reloaded to address the issue. Customer is taking responsibility to correct/repair the device.